Event description:
It was reported that an ilet touchscreen became unresponsive after the screen cracked, necessitating replacement of the device component identified as the touchscreen; the device problem was characterized as a fracture. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a stress-related problem associated with the cracked touchscreen, aligning with the device problem of fracture on the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to the user.

Manufacturer narrative:
Initial.